Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a bilateral surgical procedure that utilized a paragon 28 phantom intramedullary lapidus nail. The lapidus nail was reported to have broken at 3 months post-operatively. It was reported that at 2 months post-operative the nail had not broken. The physician believed patient did not adhere to post-operative care and was not compliant. Patient was said to have a bmi of 42. The initial reporter indicated that the physician does not plan on revising the broken hardware.